Manufacturer narrative:
Product event summary: the afapro28 arctic front advance pro catheter with lot 26644 was returned and analyzed. No anomalies were identified during visual inspection of the balloon, shaft, and handle. The catheter smart chip data was reviewed and indicated the catheter was used for 4 applications on the reported event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. The pressure and flow were in range, and the temperature curve had no oscillation or overshoot. During inflation mode, it was observed that the push button did not go back and the guidewire lumen kinked inside balloon. During inspection of the shaft, a guidewire lumen kink/twist was observed 1.17 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle, excessive adhesive was observed on the bellow. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. In conclusion, the catheter failed the returned product inspection due to a kinked guidewire lumen and excessive adhesive on the push button and bellow bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the sheath steering mechanism was damaged when a loud sound was observed at the handle, resulting in the sheath no longer being adequately deflected inside the body at the right inferior pulmonary vein. The sheath was replaced which resolved the issue. Additionally, the balloon catheter distal end was observed under fluoroscopy to bend into an s shape upon balloon inflation. The balloon catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.